Event description:
The following information was reported: the radiology technician mentioned that as he pulled back to the second stop, everything withdrew from the patient. The radiology technician converted to manual pressure for more than 30 minutes. There was no patient injury. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention coronary sheath size: 6f stick location: medium vessel size: 7 mm.

Manufacturer narrative:
Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon distal tip was inverted, which indicates a tension was applied during pull back. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. No leaks were observed. The balloon was inflated with fluid and verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been the instructions for use (IFU) were not followed. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in the balloon pulling through the arteriotomy. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per the IFU. The review of the lhr (f1506805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).